Event description:
During inflation of the ascent balloon for remodeling a 5x4 mm middle cerebral artery aneurysm, contrast media was leaking 10 cm from the hub of the catheter and the balloon could not be inflated/used. Patient is well. An excelsior sl 10 microcatheter was placed into the aneurysm and the ascent balloon was positioned for remodeling. Preparation of the balloon was done without any issue. The physician is well experienced with the ascent balloon. Other used products: envoy 6f; neuroscout 14 soft.

Manufacturer narrative:
Several damaged sections were found during the catheter outer surface inspection. The damages are located at 18.5 cm from the hub covering 35 cm in total. Just the outer membrane of the catheter was damaged. The catheter flushed as expected which demonstrates that the inner membrane was not damaged. The most likely root cause is inappropriate handling of the catheter. No other functional inspection other than flushing was performed as this is not a functional issue. 100% leak testing is performed on each balloon catheter before it is released to determine whether the catheter leaks, so it is not likely that the catheter left the manufacturing area with a leak or a rupture. Additionally, all balloon catheters are packaged in a hoop which protects the units during shipping. Therefore,it is not likely that the unit was damaged prior lo handling. A review of manufacturing records (DHR) for lot number f61227 was performed. All were found to be complete. No outstanding discrepancies, design, quality concerns or higher than normal rejects were found. Therefore no corrective action will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.